Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a shaft separation 8cm distal to the midshaft bond. At 5mm distal from bicomponent weld, for a length of 1mm, the guidewire lumen was buckled.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge balloon catheter was selected for use. However, during unpacking, the mid-section of the shaft came off. The procedure was completed successfully. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge balloon catheter was selected for use. However, during unpacking, the mid-section of the shaft came off. The procedure was completed successfully. There were no patient complications nor injuries reported.